Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher by zimmer biomet on 13 august 2019 revealed that the comb was bent and the roller was damaged. The pretest could not be performed due to the bent comb. Repair of the skin graft mesher was performed by zimmer biomet which included replacement of the comb and roller. Skin graft mesher, serial number ((B)(4)), was then tested and functioned properly. It was repaired, inspected and tested. Although the reported event was confirmed during inspection of the device, and the device was noted to be functioning as intended after the damaged comb and roller were replaced, it cannot be determined from the information provided what caused the initial damage to occur. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the zimmer skin graft mesher plate had bent. During investigation, it was discovered that the device comb was bent. No adverse events were reported as a result of this malfunction.